Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. The customer continued to use the pump for insulin therapy.